Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was between 367-"high" per continuous glucose monitor readings and was addressed with a correction bolus. Additionally, it was reported that the insulin gauge was inaccurate. Customer replaced all supplies to resolve the issues and insulin delivery was successfully resumed.